Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional devices used in the original procedure: (B) (4).

Event description:
On (B) (6) 2004, this patient was implanted with gore excluder bifurcated endoprostheses. At an unknown date, a follow up examination revealed a proximal type I endoleak. On (B) (6) 2010, the physician performed a reintervention whereby a aortic extender component was placed to treat the proximal type I endoleak. The endoleak resolved.